Event description:
The case was received from ethicon's complaint team. During follow-up surgiflo was mentioned as a device used during initial surgery and the case is therefore forwarded to ferrosan medical devices a/s. The initial case handled by ethicon (ethicon device) was received 03.01.2024. Follow-up information implicating surgiflo was received 19.01.2024. Initial information: sales rep reported that a patient had to come back to have vaginal cusp today on (B)(6) 2024 reclosed due to it dehiscing. Rep will send rest of product within remaining associated lot number for analysis. Follow-up information: it was reported by the sales rep that post op of an open hysterectomy, vaginal cuff dehiscence. The patient came back for reoperation on (B)(6) 2024. 2994 x 2. At the time of the call patient harm was unknown. The surgeon is wondering if the use of the double 2994 is what led to the dehiscence.